Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I hiv ag/ab combo reagent lot 61758be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Device history record review did not identify any non-conformances or deviations with the complaint lots and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hiv ag/ab combo reagent, lot 61758be00.

Event description:
The customer observed false nonreactive alinity I hiv results on one 51 yrs old male dialysis patient. The results provided were: initial=0.14 s/co (< 1.00 s/co=nonreactive) /repeated=negative (no actual results provided) /autobio platform=1.177 s/co /at cdc wb= inconclusive (p24 band =positive) /rna=negative (< 20 cp/ml). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive alinity I hiv results on one 51yrs old male dialysis patient. The results provided were: initial=0.14 s/co (< 1.00 s/co=nonreactive) /repeated=negative (no actual results provided) /autobio platform=1.177 s/co /at cdc wb= inconclusive (p24 band =positive) /rna=negative (< 20 cp/ml) there was no reported impact to patient management.